Event description:
The external pulse generator was returned for annual test and calibration. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted evaluation summary (B)(4) - analysis found that the lower case halves were broken. The battery release was contaminated and the keyboard window was scratched. Both bail covers and ring cover were broken. The battery contacts were compressed and the bail and ring were missing.